Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 34 mg/dl. The customer's current blood glucose is 236 mg/dl. The customer was treated by food and glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer alleges insulin pump was under delivering as the customer had low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked case behind the device at the battery compartment and minor scratched lcd window.